Event description:
Upon receipt of the device, the user reported that a new over-temp thermostat was an "out-of-box" failure. There was no patient involvement, as this unit was used for a training class.

Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). The srt replaced the over-temp thermostat in the cooler heater. With the components replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.